Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The edwards commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the esheath and loader. Visual inspection revealed a radial and longitudinal balloon burst. The balloon did not appear to be missing any pieces. The nose tip wings were also flared out. The esheath was fully expanded and the tip was fully opened. No liner delamination or tear was observed. Some sheath distal tip damage was observed. No imagery or photographs from the case were provided for review. Due to the condition of the returned device, functional testing could not be performed. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints for balloon ¿ burst and delivery system ¿ withdrawal difficulty ¿ through sheath were confirmed based on the visual inspection of the returned device. A review of the manufacturing mitigations, dimensional measurements and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. The available information indicates that in addition to the procedure itself, patient factors (severe annular calcification, severe native leaflet calcification, severe sinotubular junction (stj) calcification) likely contributed to the delivery system balloon burst during valve deployment. The profile of the balloon would have been altered following the balloon burst, resulting in withdrawal difficulties. The withdrawal difficulties were confirmed based on the observed flared nose tip wings. The burst balloon likely contributed to the withdrawal difficulties, resulting in the injury to the carotid artery (access vessel) and the subsequent vessel repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2019- 00448.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transcarotid tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. During the final count of the valve deployment and delivery system inflation, the balloon ruptured. The valve was fully deployed with trace to mild paravalvular leak (pvl). No post dilation of the valve was performed. Post valve deployment, during the withdrawal of the delivery system, the device could not be retracted back into the 14fr. Esheath. During the attempts to withdrawal the device, the ruptured balloon formed a ¿ball¿ on the end of the delivery system. The delivery system and esheath were removed together. An injury to the carotid artery occurred during the device withdrawal. A patch was placed to repair the injury. Post sheath removal, a dissection in the carotid artery was also observed. A covered stent was placed to repair the dissection. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. Severe annular calcification, severe native leaflet calcification, and severe sinotubular junction (stj) calcification was reported. It was perceived that the severe stj calcification caused the balloon to rupture during the final inflation count. The delivery system is being returned to edwards lifesciences for evaluation.